Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping noted. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests or test for unexpected reset of time/date, a17 alarm or a21 alarm due to no button response. The insulin pump has minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose reading was 54 mg/dl. Nothing further reported.